Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported intermittent keypad response, which was experienced at power up during evaluation. The reported symptom was confirmed through causality of a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an intermittent keypad output. It was also reported there was no patient injury.